Event description:
It was reported that this electrode was part of a system revision due to infection and erosion. Reportedly, the patient was scheduled for debridement with the plastic surgery. There was no additional adverse patient effects reported. This electrode remains in service.